Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient received medical intervention due to diabetic ketoacidosis (dka). The personal diabetes manager (pdm) screen was cracked with black spots on the screen making the pdm unreadable and unusable. The patient was not able to replace the pod due to the pdm no longer functioning properly. The diabetes team visited the patient inhouse and was treated with insulin and fluids following dka protocol.